Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.5. Hardware: iphone14.8. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room with hyperglycemia on (B)(6) 2025. There was no reported patient's blood glucose levels. The patient was not able to wear the pod since the pod was generating communication errors during pod activation. Symptoms reported include feeling unwell, headache, thirsty, agitated, dehydrated and stomach pain. The patient was treated with intravenous insulin and unspecified intravenous fluids. The patient was discharged on the following day, (B)(6) 2025. The pod was removed prior to the emergency room visit and was discarded.